Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer stated that the customer solved the reported failure themselves by replacing the patient cassette and that the sco passed the test after the replacement. The reported fault can be confirmed in the received device logs.our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established by this investigation as the replaced part was not returned for investigation.

Event description:
It was reported that the pressure transducer test failed during system checkout. There was no patient involvement. Manufacturer's reference #:(B)(4).